Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a sub-acromial decompression procedure, one of the balls on the tip of the probe fell off into the patient joint. The surgeon said he did catch it on the tip of the scope. It was retrieved successfully with the use of a shaver to suck it out. A backup probe was opened to complete the procedure with no further issues.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. One electrode is detached and returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. The suction line was tested and performed as intended. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The coag- and ablate buttons were tested a few times and performed as intended. The suction tube was tested and performed as intended. The complaint was not verified, however the device creates plasma as intended after bypassing the error e-7 with several root causes that could have contributed to the e-7 error. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: contact with metal objects, contact with non-targeted issue, contact with flammable materials, using flammable anesthetics or oxidizing gases, reuse of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.